Event description:
Health professional reported right side palpable folds and capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease folding of implant: observed creases on the device. Additional observations: white particles observed on the surface of the device. Observed deformation on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.